Manufacturer narrative:
During a follow - up with the user facility, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility: the customer aspirates water through the channels and flushes out the air/water, balloon, auxiliary and the forceps elevator wire channel. The customer uses aniosyme x3 detergent during the pre-cleaning process. During the manual cleaning process, the customer uses aniosyme x3 detergent and brushes the instrument channel, suction cylinder, instrument channel port, the balloon channel and distal end/area around elevator. The customer did not specify the cleaning brushes used during manual cleaning. The scope is manually disinfected with aniosyme x3. The customer did not specify if the unit is processed through an automated endoscope reprocessor (aer) treatment. The scope is stored vertically in an unspecified drying cabinet. Olympus is the maintenance company used by the customer. The scope was not sterilized. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where there was leakage from the connector, bending section rubber glue discoloration, and the bending angle in the up / down direction does not meet the standard value. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for nine (9) colony forming units (cfus) of coagulase-negative staphylococcus. Microbial results obtained between 5 and 25 cfu/endoscope, comply to the indication of standard. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for > 100 colony forming units (cfus) of klebsiella pneumoniae. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.